Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results were 108, 124 191 mg/dl. Test were done within 10 minutes with a difference of 35%. Patient did not experience any adverse events. No further information has been reported.